Event description:
The ortho summit sample handling system instrument did not pipette sample, and reagent did not generate an error message. No death or serious injury was associated with this incident.